Manufacturer narrative:
Date of revision corrected. Parts reversed to better reflect event. (B)(4).

Event description:
Acetabular cup remained implanted, only head removed.

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications. Initial implantation was performed in (B)(6) 2008.